Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Bg cause was not known. Reportedly, the customer was using lymjev insulin within their pump supplies. Customer required assistance from friend who provided candy, and emergency medical technician (emt) who provided glucose gel and unspecified intravenous fluid to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.